Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter (aus). The device was replaced with a new aus device consisting of a 4.5cm cuff, 61cm prb and control pump. The new 4.5cm cuff was implanted distal from the old 5.5cm cuff. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their ams800 artificial urinary sphincter (aus). The device was replaced with a new aus device consisting of a 4.5cm cuff, 61cm prb and control pump. The new 4.5cm cuff was implanted distal from the old 5.5cm cuff. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.